Event description:
Cpi rec'd info that implantable cardiac defibrillator and lead sys may be experiencing oversensing and may have delivered an inappropriate shock. An invasive procedure was performed and the oversensing was isolated to the two myocardial rate sensing leads. A new bipolar rate sensing lead was implanted. The implantable cardiac defibrillator was electively replaced.